Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced missing label information. This event occurred two times. The following information was provided by the initial reporter. The customer stated: before opened the package, it was found that the tube had no label.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced missing label information. This event occurred two times. The following information was provided by the initial reporter. The customer stated: before opened the package, it was found that the tube had no label.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.